Manufacturer narrative:
Additional information: d10, h3, h6. The valve was reportedly explanted due to "2 small leaflet holes". There were 2 sections cut out of the mid-portion of leaflets 1 and 3, with another smaller, round hole near the free edge of leaflet 3. Histopathological examination had been performed at the site, consistent with the irregular nature of the holes and incisions in the tissue. This, combined with the dehydration of the leaflet tissue, limited the examination of the tissue damage upon return to abbott. Leaflets 2 and 3 were fibrotically thickened. Degenerative changes were found in the tissue of leaflets 1 and 3. Focal acute inflammation was present in the tissue of leaflet 2, with gram stain negative for organisms. No significant calcifications were present. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. While the state of the valve when received at abbott limited the extent of the examination of the leaflet defects, evidence was found of infection and biological factors resulting in degeneration of the leaflet tissue which could be contributing factors of structural valve deterioration.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 23mm trifecta gt valve was implanted in aortic position and a 29mm epic valve was implanted in the mitral position. On an unknown date the patient presented with shortness of breath and fatigue. On (B)(6) 2020, the trifecta valve was explanted due to 2 small leaflet holes and was replaced with a medtronic ultra valve. The epic valve seemed to be okay but on an echocardiogram it was reported to have posterior prolapsed leaflet and it was explanted and exchanged for a mosaic ans valve. The patient was reported to be stable condition. Manufacturer report number:3001883144-2020-00026.